Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure, while infusing, a leak was noted at the hub of the catheter. The procedure was completed with another device.